Manufacturer narrative:
H.6. Investigation: two samples and one photo were received. One sample has packaging flow wrap and the other one does not. Both have the tip cap bent and damaged. This occurs when the syringe is misplaced in the sterilizer tray. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
It was reported that 2 syringe 10ml saline fill ce experienced tip/luer of syringe cracked/deformed/damaged prior to use. The following information was provided by the initial reporter: bent tip.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 syringe 10ml saline fill ce experienced tip/luer of syringe cracked/deformed/damaged prior to use. The following information was provided by the initial reporter: bent tip.